Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded the batteries have been changed and the device is working properly and indicated the product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient in his fifties, the device failed to charge for shock advised. Complainant indicated that the patient subsequently expired.